Manufacturer narrative:
Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to low flow alarms. Clinical assessment and CT angiography revealed a potential outflow graft occlusion; therefore, the patient was listed for urgent transplant. On (B)(6) 2018, the transplant was successfully performed. The surgical procedure revealed a twisted outflow graft. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned pump confirmed the reported outflow graft twist that could have contributed to the low flow alarms. Visual inspection of the sealed outflow graft revealed a twist between 2 inches and 4 inches from the graft attachment, confirming the account¿s report of a twist observed during the transplant procedure. Examination of the graft lumen showed a thrombus at the distal end of the graft and the graft attachment. The structure of the thrombus appears consistent with poor surface washing due to a sustained low flow condition. Although a specific cause for the twist could not be conclusively determined through this evaluation, it would have contributed to the reported low flow alarms and observed low flow thrombus. The remainder of the blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to the reported event. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. The manufacturer is closing the file on this event.